Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set came apart at the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.